Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she is currently in the hospital and that the pump is not giving her insulin. She states that she was brought into the hospital with a blood glucose of 905 mg/dl and gave insulin with an injection but her blood glucose still did not come down. The customer said that it was hard for her to walk or wake up. She was watching television when the incident began. The customer believes that she was admitted to the hospital around (B)(6) 2017 and was currently still there at the time of the call. She thinks that the reason is because the pump was under-delivering. The hospital is working on trying to bring down her blood glucose. She stated that she does have a back-up plan and feels okay to troubleshoot. During troubleshooting, the customer stated that she had not changed her pump¿s basal patterns and did not know her bolus wizard settings off the top of her head. Her most recent blood glucose was 150 mg/dl. Towards the end of the call, she said that she did not feel well enough to continue troubleshooting and would call back to finish. The insulin pump will not be returning for analysis.